Event description:
Physician reported, that pt received orbital implant and plastic sleeve "over 10 years ago". Pt recently presented with infection and protrusion of the plastic sleeve. Physician attributes infection to the plastic sleeve.

Manufacturer narrative:
Infection necessitating surgery 10 years post-operatively is an unusual occurrence. Investigation of the explanted plastic sleeve found no reason for infection nor any device issue. Note: the plastic sleeve is no longer sold. Evaluation summary: the returned device was examined visually and photographically and no issues were identified. Surgeon conducted pathology evaluation and confirmed infection.